Manufacturer narrative:
The device was received for evaluation. The returned unit was labeled for single use. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the bladder of a large volume infusor was damaged during patient infusion. The specific type of damage was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.